Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Mechanical interaction with blood: clinical details noted patient had red tinged urine following impella placement. No additional details provided. The cause of the mechanical interaction with blood could not be determined as no product or logs were returned for evaluation. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. E1 added initial reporter phone number as it was omitted from the initial report that was submitted.

Manufacturer narrative:
A6 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced hematuria.